Event description:
It was reported that a patient experienced peritonitis and other gastrointestinal infection coincident with dianeal therapy. The patient was hospitalized on the same day. The cause of the peritonitis is unknown. On an unreported date, the patient started treatment with vancomycin (injection, 1g stat, duration not reported) and injection fortum (1g, once daily, injection and duration not reported) for peritonitis. Dianeal therapy was ongoing. Outcome of peritonitis was not reported. Additional information was requested, but is not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).